Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming ¿no disposable, clamp tubing.¿ per reporter, the patient stopped and restarted the pump, but the alarm persisted. Per reporter, no air was present in the line, the cassette was reattached, and the pump was restarted again but the alarm persisted. The patient was redirected to their doctor. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.